Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a right heart catheterization performed and then developed major bleeding in the thorax on (B)(6) 2023. They received a blood transfusion.

Event description:
It was reported that the patient underwent a right heart catheterization (rhc) procedure and subsequently experienced a bleeding event that required transfusion red blood cell (rbc) concentrate. The rhc and an echocardiogram (echo) were conducted in order to optimize the lvas fixed speed and to confirm cardiac output and tricuspid insufficiency status. A computed tomography (CT) scan revealed that the bleeding was from the right inferior thyroid vein, which was ultimately embolized to stop the bleeding during the procedure. Since the bleeding occurred during the rhc procedure it was determined to be a complication due to catheterization. The patient was on blood thinner medication at the time of the event. It was reported that low flow alarms were active due to insufficient volume related to the bleeding event; however, the alarms resolved following the transfusion. After the hemostasis treatment, the patient¿s blood pressure increased and the lvas flow values became stable. The patient required treatment in the intensive care unit (ICU) for five days but was then transferred to the general ward where treatment continued. The patient underwent rehabilitation and made good progress towards being discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation; however, it was reported that the alarms resolved following a transfusion. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient handbook provides information on system alarm conditions, as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively established. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the account indicated that they were active due to insufficient volume related to the bleeding event. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6)2023. The patient experienced a major bleeding episode from the thoracic pleural space on (B)(6)2023. They received a transfusion of between 4 and 8 units of blood (rcc). The patients international normalized ratio (inr) was 1.8, activated partial thromboplastin time (aptt) was 53 seconds, and platelet count was 21.7 ×104/l. Drug therapy was given, and a cardiac catheterization was performed to adjust the pump rotation speed. Later, on (B)(6)2023, the patient was newly diagnosed with a driveline infection while in the hospital. The infection was bacterial and was treated with drug therapy. The bleeding and infection resolved. The patient was discharged on (B)(6)2023 with a stable condition and a plan to continue outpatient monitoring. Manufacturer report number 2916596-2024-07004 was determined to be supplemental information to this event.